Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. The customer's blood glucose was 450 mg/dl at the time of incident. Customer stated that she had issues with infusion set being bent and site will occasionally bleed. Troubleshooting was performed and completed on infusion set issues. No troubleshooting was performed on high blood glucose event. Advised customer to call smt to order different infusion sets to try. No product is returning for analysis.